Event description:
The customer contacted beckman coulter inc (bec) to report finding waste residue on the floor, wall, & drain cap where the waste lines for two dxh800 instruments are connected to the drain. The user was wearing personal protective equipment (ppe) consisting of gown, gloves and eye goggles at the time of the incident. The material safety data sheet (msds) was not reviewed; however, it is readily available. No injuries occurred and medical attention was not sought. No reports of exposure to mucous membranes or open wounds. The lab's exposure control or risk management plans are in place. The other instrument event has been captured under MDR 1061932-2011-01434.

Manufacturer narrative:
No service was requested for this event. The customer stated that the spill occurred because the drain where the instruments waste tubes are connected became clogged and caused the waste to backwash and spill. The customer resolved the issue by unclogging the drain. Root cause for the leak was that the drain where the waste tubing is connected was clogged. (B)(4).